Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having drastically changes on her blood glucose, and she checks the insulin pump multiple times a day. The caller stated that her glucose can be at 350mg/dl and then dropped to 40mg/dl. The customer woke up with high blood glucose and treated, but instead of going down it went up. The customer changed the infusion set again and her blood glucose dropped a little bit. The customer mentioned having a lot of occluded infusion set more often, and she had to go to the hospital a year ago. Offered to troubleshoot the device and the customer declined. No further information was provided.